Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that approximately three weeks following bilateral lasik surgery, the patient presented with transient light sensitivity in both eyes. The topical steroid eye drops were increased to treat the event. The patient reported that the light sensitivity was worse in the morning, which makes it difficult to drive, even with sunglasses on. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: light sensitivity is a known potential consequence of refractive laser surgery , as listed in the wavelight fs200 procedure manual: rev. 5, 2013. (B)(4).

Event description:
In a follow up, the optometrist reported that the patient's light sensitivity has improved (as of (B)(6) 2016 visit) and was instructed to finish the topical steroid taper as directed. The patient has an additional routine follow up scheduled, and has been instructed to return to the clinic sooner if there are further symptoms.